Event description:
It was reported that while using two (2) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient sleeve did not cover the needle after removing the tube, causing blood to leak into the holder and on the patient's arm. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #:(B)(6). D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient sleeve did not cover the needle after removing the tube, causing blood to leak into the holder and on the patient's arm. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows blood leakage in the sample of the device. However, the photo does not show the sleeve or evidence of leakage in the holder. Additionally, 30 retained samples were subjected to functional tests. Out of these, two samples failed testing due to sleeve leakage observed from poor sleeve recovery. All samples passed the functional test for retraction lockout, as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: leakage and sleeve side piercing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor for leakage after use. For sleeve function, corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.